Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection due to intermittent haptic motor connection caused by field contamination and will not interrupt monitoring or therapy performance. The reported condition was not able to be replicated. Will continue to trend for future occurrences.

Event description:
Patient's caregiver called in to report service error code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.